Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09875 it was reported the pt experienced a fall and subsequently lost stimulation. The pt underwent surgical intervention to explant and replace the system ipg. During the procedure the lead tested to read high impedance values when it was connected to the replaced device. The lead was removed and re-inserted to no avail. Fluoroscopy showed a fracture in the lead. The physician implanted an additional lead for coverage. Surgical intervention is pending to explant the damaged lead.

Manufacturer narrative:
Evaluation results: as received the ipg was examined under the microscope and no physical defects were observed except few instruments marks on the device. The ipg was tested for communication with patient programmer and passed. The device did not give a low battery warning. The ipg passes all functional tests and appears in good condition. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.